Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for unrelated events and while they were in the hospital, they got diagnosed with peritonitis. The treatment for peritonitis was unspecified antibiotic(s) (dose, route and frequency not reported). The contributing factors to the cause of peritonitis were reported to be due to an unknown respiratory bacteria or a possible breach in aseptic technique but the cause could not be confirmed. Therefore, the cause of peritonitis is unknown. The patient was retrained on aseptic technique. The patient had recovered from peritonitis and was discharged from the hospital. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) 13h22h25. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 13h22h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.